Event description:
Had the robotic hysterectomy surgery (B)(6). Went home with a catheter due to a hole in my bladder, kept it in for 2 weeks, starting having issues about a month later. Painful urination, pain in stomach, cramps, diarrhea, can't eat food, nausea, vomiting, pain down my thighs, weight loss, can't have sex, and the list goes on. I am currently waiting on have blood work, ultrasound, see an urologist, a gi doctor etc. This machine should be banned. I see thousands of complaints just like mine, and look at how many people who have died. This surgery ruined my life and the maker will pay.